Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a ligament repair surgery, an osteoraptor´s anchor broke while implantation. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The anchor is fractured at the suture window and deformed to the distal end, the suture material is still through the suture window. The insertion device, fractured anchor and suture material have debris on them. A review of the customer provided image finds the complaint device, with fractured anchor and suture material, on a smith+nephew product box. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of the osteoraptor anchor, and it is unknown if the broken piece was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The osteoraptor anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.